Event description:
The patient had a temporary pacemaker placed with an external booster amplifier. The patient was scheduled for a debridement procedure and was being transferred from his bed to a cart to be moved to the operating room. The patient went into supraventricular tachycardia with no blood pressure. The chest was opened up and internal cardiac massage was performed. A code 45 was called. Approximately 2-3 minutes into the code, staff noticed the control dial on the booster box was at 220 and the reset it to 90. Resuscitation continued for about five minutes but was unsuccessful and the patient expired. The external booster amplifier was removed from service. Equipment services contacted the manufacturer for preventative maintenance procedure(s) and any service literature available. The manufacturer stated the external booster amplifier is no longer manufactured.